Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
(B)(4). The device in question was returned and evaluation for failure confirmation. The subsequent evaluation confirmed the complaint with respect to the customer reported issue that the unit was shutting down. The most likely underlying cause of this issued was determined to be that the 4-way valve was stuck. With respect to the customer reported issue of the unit not alarming, the complaint was not verified because that issue was not able to be duplicated during the evaluation.

Event description:
The provider states the rental unit is shutting down without alarming. Upon return evaluation, the unit not alarming was unable to be duplicated.

Event description:
The provider states the rental unit is shutting down without alarming.